Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-1413. It was reported during a procedure to place a permanent scs system, the physician was unable to place the lamitrode lead and was unable to unlock the anchor. The lamitrode lead was replaced with two octrode leads and the anchor was replaced with a new one to complete the procedure. The surgical procedure was extended by one hour.

Manufacturer narrative:
Evaluation: the returned products were visually inspected and no discrepancies were noted that would have contributed to the observations noted int eh field. The returned anchor was mechanically tested and normal locking and unlocking was noted. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.